Event description:
It was reported that device contamination occurred. The target lesion was located in the moderately tortuous endovascular aneurysm repair (evar). A 4mm x 15cm interlock was selected for use. During preparation, the device was accidentally contaminated. The procedure was completed with another of the same device.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).